Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Age at time of the event unknown / not provided. Weight unknown / not provided. Additional device information unknown / not provided. Premarket identification k013227. Device manufacturer date unknown / not provided.

Event description:
It was reported that the abutment screws fractured at tooth location 46.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One abut tapered one-piece scr-v 3.5mm 2mm, tac2 was returned for investigation. Visual inspection via naked eye and camera magnification was completed. Fracture was identified at the screw threads of the abutment. Device history record (DHR) review was completed for the subject lot number (64090522). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (64090522) for similar event (complaint category keywords: fracture screw) and revealed no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported product. Based on the available information, device malfunction did occur and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.